Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 580mcg/day via an implantable pump. It was reported that during the pump replacement when removing the catheter, the physician had trouble reattaching the new pump; felt it wasn¿t connected properly and it was replaced with a new pump segment. After replacing new pump segment, doctor was unable to aspirate catheter. The patient stated the pump had been working properly and he did not have any symptoms. The physician used 3cc syringe with purple needle attempted to aspirate from cap chamber and was unable to do so. He checked the pocket site to see if there were any knots or kinks and had x-ray come in to identify the catheter but could not see as patient was supine. It was recommended full catheter revision as he was unable to aspirate but the patient did not consent for spinal intervention of catheter. The physician was advised that there was a gap in drug since they were not able to aspirate and it was decided to contact the managing physician to advise a plan to supplement for this orally. Per the managing physician, he asked to keep the dosing the same and would supplement the gap orally. The company representative reviewed this information with surgeon. The patient was being monitored closely for any symptoms and was advised to come into ER (emergency room)if the patient starts experiencing symptoms.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2026 explanted: product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 04-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate the catheter had not yet been determined. The doctor would schedule for a catheter revision. No date had been communicated with the rep yet. At the time of this report, the pump was still implanted in the patient and the previous catheter was explanted.